Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with an unspecified injury. According to the physician, the patient was last seen in (B)(6) 2011, and had no complaints or complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.